Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump was received without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display and damage on the insulin pump. The customer's blood glucose value was 500 mg/dl. The customer stated that the screen went blank and a tiny piece of plastic went missing. The customer reported that the top of the battery compartment was damaged. The product was returned for analysis.